Event description:
It was reported that the patient's pacemaker was not communicated remotely via merlin.net. Upon interrogation of the pacemaker on a scheduled clinic follow-up, it was noted that the pacemaker had failed to be interrogated and it was alleged to be due to a header anomaly. No intervention or patient condition was reported.

Event description:
New information received indicates that the pacemaker's had no magnet response and the battery depleted prematurely. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of header anomaly and premature discharge of battery were confirmed. The reported events of no magnet response and inability to interrogate were not confirmed. The device was received in backup mode. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.